Event description:
It was reported that the implantable pulse generator (ipg) only lasted one year due to high atrial outputs and did not meet expected longevity. It was also reported that the right atrial (ra) lead thresholds had been climbing over time to the point that there was capture only at maximum output. The lead was capped and not replaced, and the device was explanted and replaced by a single chamber system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addr01 ipg implanted: 2013-(B)(6). (B)(4).